Manufacturer narrative:
(B)(4)

Event description:
It was reported the device had high impedance discovered during implant. The device was exchanged out for a new one. All measurements through the new device had normal ranges.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the impedance anomaly could not be determined.

Event description:
Additional information received indicated that the patient was fine post-procedure.